Event description:
The customer was hospitalized for high bgs. The customer was in rush at the time of call and declined to troubleshoot the pump. Instructed to customer to contact their doctor for a back up plan of manual injection. A replacement pump was requested.